Manufacturer narrative:
Correction: concomitant medical products and therapy dates. Device evaluation: due to difficulties in identifying which resectoscope was used during the procedure, several components of the resectoscopes were returned to the manufacturer for evaluation/investigation. The returned components include: two outer sheaths a22021a (lot number 15xw), two resection sheaths a22041a (lot number 155w), two obturators a22081a (lot number 155w) and two working elements wa22366a (lot number 156w). Since it is unknown which resectoscope was used, all of the returned components have been inspected and tested. They were all found to be in good working order and in accordance with their specifications, as well as passing the electrical safety tests. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the olympus medical devices used during the procedure. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The resection sheath and concomitant medical products have not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the olympus medical devices used during the procedure. If the resection sheath and concomitant medical products are returned for evaluation/investigation or additional significant information becomes available, this report will be updated. However, the exact resectoscope used during the procedure could not be identified out of the four available at the user facility.

Event description:
Olympus was informed that during a combined transurethral lithotripsy (tul) and transurethral resection of the prostate in saline (turis-p) procedure with continuous irrigation, the patient sustained a perforation of the bladder. It is suspected that this injury was caused by high irrigation pressure. The patient then developed an abdominal compartment syndrome by retroperitoneal accumulation of fluid with multiple organ failure and expired. No further information was provided but none of the olympus medical devices showed any malfunction and the intended procedure was reportedly completed with the same set of equipment.

Manufacturer narrative:
In addition to the components included in the follow-up report # 1 from 2016-04-01, further components of the resectoscopes were returned to the manufacturer for evaluation/investigation. The returned components include: two outer sheaths a22021a (lot numbers 159w and 15xw), two resection sheaths a22041a (lot number 155w) and two obturators a22081a (lot number 155w). Since it is unknown which resectoscope was used, all of the returned components have been inspected and tested. They were all found to be in working order. However, there is corrosion at the joint of the main body and the shaft of one of the resection sheaths a22041a. Furthermore, the laser marking has peeled off and is partially corroded on one of the outer sheaths a22021a, resection sheaths a22041a and obturators a22081a each. However, these findings do not have any influence on the function of these components and could not have contributed to the patient's fatal outcome. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the olympus medical devices used during the procedure. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes.